Event description:
Wife of end-user reports that for about 2 months, end-user's skin presented with a 'red itchy rash with small bumps' mostly under bottom half of tape border, but the small red spots is more predominant under border's edge. It is also reported that the end-user experienced this issue while still in the hosp which cleared up, but it has since returned within the past couple of weeks.

Manufacturer narrative:
The event as described is deemed a serious injury. It is reported that the appliance was removed and left open to air allowing skin to breathe, which improved affected site as a result. It was discussed to keep area dry and to possible try a foot powder, and to contact primary care physician if condition persists. Lastly, end-user was advised to apply powdered medications with skin prep so that appliance with adhere. A sample of hydrocolloid adhesive tape border was sent to end-user. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.